Event description:
It was reported that after an uneventful da vinci-assisted bilateral inguinal hernia repair, the patient experienced sudden, unexplained pain and returned to the hospital in cardiac arrest. The site robotics coordinator reported that the surgical procedure was completed without any intraoperative complications. The patient woke up well, was extubated, and was transferred to the ICU as a precaution due to comorbidities and advanced age. On postoperative day (pod) 3, the patient was transferred out of the ICU and remained hospitalized for an additional day before being discharged home on pod 4 in stable condition. On pod 8, the patient experienced a sudden onset of unspecified pain and returned to the hospital in cardiac arrest. After approximately 40 minutes of resuscitation efforts, the patient expired. The cause of death is suspected to be either a heart attack or a pulmonary embolism. An autopsy was not performed.

Manufacturer narrative:
A review of the system logs for the reported procedure date found that no system errors occurred during the procedure. Log review of the 5 subsequent procedures performed on the system found no errors occurred that would have likely caused or contributed to the reported event. A device history record (DHR) review found no non-conformances documented that would be related to this event. The following concomitant products were used during this procedure: 30 degree endoscope plus, monopolar curved scissors, large needle driver, fenestrated bipolar forceps. A site history review found no complaints were made for the instruments used during this procedure. A review of the event performed by an intuitive surgical medical safety officer (mso) concluded that the patient in this report died 8 days following a reportedly uneventful robotic hernia repair. The patient returned with pain but the location and type of pain is not provided. A pulmonary embolism or cardiac event was speculated to have occurred but no supporting information for those potential causes was provided. No allegation against any intuitive product or instrument was made. Based on the information provided in the summary of events, insufficient information is available to determine if any intuitive surgical products or instruments contributed to this event.